Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was at home at the time of the event. The patient was asleep and did not awaken for the treatment. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 00:02:10 on (B)(6) 2015. Multiple counting and over-sensing of small cardiac signal contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient went to the hospital and was placed on hospital telemetry.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital and was placed on hospital telemetry. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor: sn (B)(4), 03/2011 - reuse; electrode belt: sn (B)(4), 03/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.